Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # m52d7n. The cartridge was received fully fired, with the pan detached from the cartridge. No further functional testing could be performed due to the condition of the reload. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications.

Event description:
It was reported that during a colon procedure, the cartridge pan came off and it was left in the jaws when the cartridge was removed from a powered echelon after the 1st firing. The left cartridge pan was found by a nurse when he/she wiped the jaw before loading the 2nd cartridge and then, it was removed from the jaw. Another device was used to complete the case. There were no adverse consequences to the patient.